Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in delivery of inappropriate shock therapy. Tachycardia therapy was deactivated as a result. Noise was observed in secondary configuration and was able to be reproduced with pocket manipulations. No noise was observed in primary configuration. Boston scientific technical services (ts) discussed troubleshooting options. Available information indicates this product remains implanted and in service. No additional adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that an x-ray was performed and noted no anomalies. The sensing vector was reprogrammed to primary and monitoring will be continued. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.